Manufacturer narrative:
Result: cracked head-end left side rail panels. Missing motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan was missing. The outer and inner left siderail, and the right inner panel were damaged with no sharp edges. However, there was possible fluid ingress. No pt involvement or adverse consequences were reported.